Event description:
A report was received that the patient was having frequent ipg charging. The patient had a non-device related procedure and it was suspected that electrocautery was used during the procedure. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was having frequent ipg charging. The patient had a non-device related procedure and it was suspected that electrocautery was used during the procedure. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was having frequent ipg charging. The patient had a non-device related procedure and it was suspected that electrocautery was used during the procedure. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was getting good coverage with the new ipg. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of premature battery depletion was confirmed. The analog integrated circuit was damaged. The battery depletion rate with stimulation off exceeded the typical battery depletion rate. The analog integrated circuit damage resulted in rapid battery depletion and consequent difficulty charging the ipg. Monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1, reference er2010. The use of electrocautery during an unrelated procedure after ipg implant resulted in the reported complaint.

Manufacturer narrative:
Additional information was received that it was confirmed that electrocautery was used during the non-device related lumbar fusion surgery. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual (B)(4)).